Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated. The ICD was able to be interrogated when the software was opened manually. The decision was made to not use the device. There was no patient involvement.